Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; no specific bg level was provided. The elevated bg levels have led to face numbness and a fall that resulted in a broken rib.